Manufacturer narrative:
The investigation into the purge sidearm leak after a purge cassette change has been completed. The device was not returned for evaluation. However, the clinical report was evaluated. The evaluation found damage was noted to be at the yellow luer and the sidearm retainer was in use. It is unknown if excessive force was used. A sidearm bypass was performed as a result. The root cause of the purge leak was unable to be determined because the product was not returned so the location of the leak could not be identified. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 19 year-old female was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that while the team was replacing the purge cassette, there was a purge leak and the purge pressure dropped. The team attempted an unsuccessful bypass and eventually the pump was replaced. No lasting harm or injury from the interruption and pump replacement.